Event description:
It was reported to philips that the system's image processing computer was defective, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. The customer no longer required the service, resulting in the closure of the case. No work performs by philips as case was closed. The codes were updated based on the investigation outcome. Evaluation method code was corrected.